Event description:
It was reported that there was a ventricular lead impedance warning, and that there were 42 low impedance paces. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6)2010 it was also reported that there are 599 low impedances and 3 ventricular high rate episodes that look like oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.